Event description:
On (B)(6) 2021, this patient underwent a placement of gore® excluder® iliac branch endoprosthesis (ibe) using gore® dryseal flex introducer sheaths (dsfs) for an endovascular repair of common iliac artery aneurysm. When the physician advanced a dsf1245 for the left side, he felt strong resistance force in the external iliac artery (eia). He then needed to change the sheath from dsf1245 to dsf1633 and inserted it. At this time, he felt stronger resistance force in the same site of eia. Thus, ballooning in the left eia was performed to secure the sheath access. In the right eia, there was no strong resistance force during advancement of dsf1633. After completion of the stent graft placement, intravascular ultrasound showed dissections in both eia. Therefore, bare metal stents (epic) were additionally placed in the dissected sites. The patient tolerated the procedure. The reporting physician commented as follows: the patient was receiving dialysis and he had severe calcification extensively. His blood vessels were not flexible and had severe stenosis. Therefore, dissection in the access sites were predictable.

Manufacturer narrative:
H6: investigative findings and investigation conclusion codes.